Event description:
A vaxcel pasv mini port was being placed for therapeutic purposes in 2005. The peelable introducer sheath peeled on the perforation for a few centimeters down and then it broke. The physician needed to use hemostats to split the rest of the sheath manually in order to complete the procedure.